Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up. The atrial lead exhibited noise and stored auto mode switches. All electrical values were within range. The patient would continue to be monitored.